Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's mother reported that there had been quite a bit of discrepancy between the cgm readings and the bg meter reading and at one point the cgm alarm had gone off and was displaying that the patient was at 3.7mmol/l. However, after being checked by his mother, the patient's actual bg was 5.0mmol/l. Additionally, it was reported that on (B)(6) 2017, the patient felt a bit weak and went to his school matron who checked his bg. The cgm was displaying 4.0mmol/l compared to a bg meter reading of 2.9mmol/l, indicating that the cgm was within the range of accuracy. The patient was given 4 dextrose tabs and the school matron sat with him until he felt better and returned to class. At the time of contact, the patient was fine. No additional event or patient information was available. Data was provided for evaluation. The reported event of inaccurate cgm values was confirmed. A root cause could not be determined.